Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set came detached while changing the set. The site location was at the lower back and the pump was right beside it. The infusion had been in use for less than a day. Reportedly, the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.